Event description:
Customer reported a connection failure error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the cmos battery and reloaded configuration and calibration files. System operates as intended.